Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "it was reported by the customer that there are false positives on drawer a. The customer reports an overall increase in false positives at the site. What confirmatory testing was performed that determined the false positive result? The samples in question were gram stained and the false positive testing result/s were confirmed. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer reported "false positive" on "instrument top bactec fx" (catalog number: 441385 and serial number: (B)(6)). Field service engineer was dispatched and rack was replaced. Complaint is confirmed and root cause of false positives is not known. Review of device history record for instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and 2 additional work orders were observed for the complaint failure mode reported. Samples were received in the form of log files and revealed rack related issues. Complaint history for ¿results¿ was reviewed for the month of june 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "it was reported by the customer that there are false positives on drawer a. The customer reports an overall increase in false positives at the site. What confirmatory testing was performed that determined the false positive result? The samples in question were gram stained and the false positive testing result/s were confirmed. Were any erroneous results reported to the doctors? N. If yes, were any patients treated based on erroneous results? N. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N."